Event description:
It was reported that device diagnostic tesing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as the cause of the high lead impedance test result. If was also reported that the patient was experiencing an increase in seizure activity (symptoms of daily epileptic myoclonus have returned) and that the patient no longer feels device stimulation. The patient underwent revision surgery due to suspected lead break, during which the lead was replaced.